Event description:
The rptr stated that she had done a (fasting) meter comparison with her dr's surestep meter with results of 145 mg/dl versus 200 mg/dl, respectively. Tests were done within 30 minutes. A control test was not done because the rptr's control solution was expired. She said that she cleans her meter with alcholol. No symptoms were reported.